Event description:
Complaint description: a hospital bio medical engineer (bme) reported that jaws of a reusable biopsy forceps broke off during a bronchoscopy procedure. According to the initial report, one half of the jaw fell into the patient. The procedure was completed without complications.